Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a smaller bolus than needed. Blood glucose (bg) level was over 600mg/dl. The customer administered a manual injection to address bg level. Recommendation was made to consult with health care provider regarding diabetes management. Additionally, the pump battery was depleting quickly. Reportedly the customer continued to use the pump for insulin therapy.